Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection became disconnected while the customer was sleeping on multiple occasions. The customer's blood glucose (bg) level was in the 300s (mg/dl). The bg level was addressed with a manual injection and the luer lock connection was reconnected.